Manufacturer narrative:
Background information: quickie 2 series wheelchair owner's manual, page 18 states: "make sure that your sunrise dealer has correctly adjusted your footrests and/or legrests with the advice of a healthcare professional. The original setup should not be changed without first checking with that advisor." Discussion: in reviewing the complaint, the caregiver (father) reports that the end user has allegedly developed pressure sores on the bottoms of her feet after using her previous wheelchair while waiting on parts for her current wheelchair. The end user no longer fits properly into her previous wheelchair because the footrest is reportedly too short with no extender. The current fit reportedly has the end user's knees positioned high with no way to lower her legs further since the footplates are at the lowest point. The footplate position is allegedly what led to the compression sores experienced on both feet. The most likely root cause would be using an improperly fitted wheelchair. The end user's father alleges that the left foot has a stage 1 pressure sore while the right foot has a stage 3 pressure sore around the heel area. The end user visited the emergency room and followed up with her primary doctor. There are future appointments set up with a wound specialist. The end user reports that the wounds are healing and work accommodations that allow her to keep her feet elevated have proven to be beneficial. There have been no further details provided on the current severity and treatment for the alleged pressure sores. Conclusion: the root cause appears to be use of what is now an improperly fitted wheelchair. Due to the allegation of a serious injury (stage 3 pressure sore) and pressure sores developing that requires medical intervention (emergency room visit and appointments with a wound care specialist), this MDR is being filed in an abundance of caution.

Event description:
Caregiver (father) reports that the end user has allegedly developed pressure sores on the bottom of her feet after using her previous wheelchair while waiting on parts for her current wheelchair. The end user no longer fits properly into her previous wheelchair because the footrest is reportedly too short with no extender. The end user visited the emergency room and has had appointments set up with a wound care specialist.